Manufacturer narrative:
The device was unable to prime during prime test due to a partially detached end cap. No prime alarm was noted. We were unable to perform the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery test due to a partially detached end cap. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.